Event description:
It was reported to olympus that during preparation for use, the 4k camera head blacked out and did not display an image when plugged in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported image issue when plugged in. The device displayed scope communication error e224 due to faulty cable unit. The rear cover label was also faded. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Since non-reportable e244 scope communication errors have occurred due to cable failure, it is likely that the images are temporarily not displayed due to temporary poor communication. Olympus will continue to monitor field performance for this device.